Event description:
An (B)(6) pt underwent an abdominal aortic aneurysm repair approximately 3 years ago. The pt presented recently with abdominal pain and was hospitalized having a new CT scan done. The scan identified a contained rupture of the aaa along with a past endoleak where embolization coils had been used. The pt was taken to open procedure with the plans for explanting the graft. However, a pin hole was noted in the existing zenith flex with spiral-z technology aaa endovascular graft iliac leg. The physician sewed a pledget over the hole. According to the reporter, the pt is doing well and the physician has anticipated the pt to be released on (B)(6) 2015. Original evar dos was (B)(6) 2012. Complete device details were not available and no lot numbers were listed. The main body was introduced through the left groin. Upon subsequent follow up, type ii endoleak was suspected, and l3/l4 lumbars were coiled embolized through direct sac puncture. On (B)(6) 2013, an additional type ii endoleak at the bottom of the sac was noted by the physician. The physician noted a pin hole in the ipsilateral (left) zsle when he opened the abdomen and inspected the grafts (B)(6) 2015.

Manufacturer narrative:
Event eval: a review of complaint history, device history record, instructions for use (IFU), quality control, and specifications was conducted during the investigation. The patient underwent aaa repair (B)(6) 2012. Type 2 endoleak was treated l3/l4 lumbars were coil embolized (B)(6) 2013 . Additional endoleak was noted (B)(6) 2013 upon open conversion (B)(6) 2015, the physician noted a pinhole in the left zsle and was treated by the physician sewing a pledget over the hole during the open procedure. The patient responded well. No additional clinical information available regarding the pinhole repair of the zsle and no additional information provided regarding any follow-up or endoleak status. The complaint device was not returned and the customer did not provide any images or CT data. The manufacturing records were reviewed, and nothing of note was observed. The IFU for the complaint device provides information on endoleaks, instructions for use, contraindications, warnings and precautions regarding use of this device. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Without additional information, a definitive root cause cannot be established. We will notify the appropriate internal personnel and continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. More info will be provided upon conclusion.